Manufacturer narrative:
The intracranial pressure (icp) sensor (ID 826633) was not returned for evaluation as the product was discarded; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Event description:
This is 1 of 2 reports linked to mfg report number: 3014334038-2023-00019. A facility reported a microsensor (ID 826633) could not be fixed during the procedure. Therefore, the physician changed, a new the same microsensor however the same problem occurred. Then the physician changed with the third microsensor and completed the procedure. A 20-minute delay was reported and no adverse consequences to the patient. The microsensor was used with express monitor (ID 826635) and cable (ID 826636).

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.